Event description:
It was reported that during an unspecified therapeutic procedure, the jaw of the ultrasonic surgical device fell off inside the patient. The jaw was removed from the patient successfully and the procedure was completed using another device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.